Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, urinary tract infection, acute appendicitis, belly ache, iud dislocation, irregular menstrual cycle, headache, back pain, cesarean section, gravida (3*), parity 3 (3*), dizzy, ear infection, appendectomy, computerised tomogram abdomen, computerized tomogram pelvis and appendectomy. Procedure: laparoscopic appendectomy color doppler evaluation- the uterus measures 10.1 cm long axis x 5.3 cm transverse x 4.5 cm anterior-posterior. There is no evidence of uterine mass. Previously administered products included for an unreported indication: she does have an iud and depo shot. Concurrent conditions included nausea, general body pain, vomiting, postoperative pain, influenza, general malaise, cough, external thrombosed hemorrhoids, rectal pain, knee pain, blurred vision, acute polysinusitis, diarrhea, spasms, pains in legs, vaginal discharge, rash, allergic contact dermatitis, vaginal candidiasis, viral syndrome, sciatica, perineal pain female, suprapubic pain, piriformis syndrome, dyspareunia, dysmenorrhea, nickel sensitivity, dysfunctional uterine bleeding, uterine tenderness, menorrhagia, endometriosis of uterus, constipation, haematochezia and uterine enlargement. Concomitant products included ibuprofen, macrogol 3350 (miralax) and ondansetron hydrochloride. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy ¿ robotic assisted.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: 1. No acute intracranial abnormality. 2. Polysinusitis. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received ¿ case become incident. Seriousness and onset date of event pelvic pain and abdominal pain were added. Patient information race and date of birth were added. Product information indication and removal date of essure were added. New reporter and consumer address were added. Concomitant medication ibuprofen, ondansetron hydrochloride and miralax were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.